Event description:
It was reported that the customer passed away. It was reported that the customer was wearing the insulin pump at the time of death. It was also stated that the cause of death is unk. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.